Event description:
Boston scientific was notified of the following event which occurred during a pta of a right subclavian artery: the wire was inserted into an intepass 3 catheter (ip ch-24294, lot 030617/terumo), and was subsequently torqued. The wire was then broken 1.5cm proximal to the catheter hub. The wire was successfully removed. According to physician, no resisitance was felt during use. The wire was slightly torqued initially and then broken when it was further torqued. Another transend ex was to complete the procedure.